Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an angioplasty procedure, the filter basket detached. Following preparation of the filter, the physician encountered resistance when trying to retract the filterwire ez embolic protection system into the delivery sheath. On retraction the physician "felt the protection wire jump back." He noticed a bend in the distal portion of the delivery sheath and found the filter prolapsed out of the delivery sheath along the peel-away seam. The filter basket detached. There was no pt contact with this device, and the procedure was completed successfully with another of the same devices.